Event description:
It was reported that the unspecified bd microfine¿ syringe needle clogged. The following information was provided by the initial reporter, translated from dutch to english: "almost every box has 5 needles that clogged up."

Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 2243072-2020-01005. This event has been over-reported.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd microfine¿ syringe needle clogged. The following information was provided by the initial reporter, translated from (B)(4) to english: "almost every box has 5 needles that clogged up."